Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had intermittent vibration. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver having intermittent vibration could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Charged and boot were performed and passed. Receiver functional testing was performed and passed. No issues related to the customer's complaint were observed within the investigation window. Audio/vibration test with dexcom global receiver communication tool were performed and passed. Try-it audio/vibration test to test alert/alarms were performed and passed. Open receiver case for internal visual inspection was performed and passed. Speaker audio and vibrator intermittent tests were performed and passed. Speaker and vibrator resistance were performed and passed. The speaker and vibrator resistance are within specification. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.